Event description:
Reporter indicated a vns pt presented with high impedance and an increase in seizures. The pt's pre-vns baseline seizure activity is unk. The physician stated the generator is near end of service. The pt "was sent for replacement of vagal nerve generator and possibly the leads." The physician reviewed x-rays and did not visualize any discontinuities or sharp angles that could have caused or contributed to the high impedance. Good faith attempts to obtain additional info have been unsuccessful to date.